Event description:
The customer reported "touchscreen is less responsive". There was no reported adverse impact to the customer. The customer declined follow up from tandem technical support regarding the issue. No additional patient or event information was available.